Event description:
It was reported that a user participating in the ilet experience study experienced hypoglycemia and stated that the user ¿dropped so low I couldn't get up,¿ and no alerts or alarms were reported from the device; additional clinical details could not be obtained despite multiple outreaches and follow up attempts. Customer care provided support that included attempts to collect a blood glucose history from the user to no avail. Investigation of this case revealed that the cause and any device contribution could not be determined due to limited information and no reported alarms. Symptoms included severe hypoglycemia with impaired ability to stand. Outcomes included transient functional limitation without report of hospitalization or medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.